Event description:
Unomedical reference number (B)(4). Event occurred in france. On 12 feb 2024, it was reported that the set was not adhering enough long. The patient had to change it earlier than the expected seven days. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: france.